Manufacturer narrative:
The pod was received fully deployed with the adhesive pad fully attached. No bends or kinks to the soft cannula were observed. The pod data indicated there was no struggle to deliver insulin. No problem was found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 24.2 mmol/l (435.6 mg/dl) while wearing the pod between 25 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment the patient's legal guardian gave the patient a manual shot of insulin and applied a new pod.